Event description:
It was reported the device has a broken atrial port plug. The device was returned to replace the plug. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).